Event description:
This was a lead removal procedure of which very little is known at this time. The case was performed on (B)(6) 2011 using a 12f sls and approx 3-4 days post-operatively the pt presented with fever. A chest CT confirmed the pt had embolic pneumonia. The pt underwent surgery and recovered successfully. An initial report has also been filed with the pmda and the investigation is ongoing.